Manufacturer narrative:
Device not returned

Event description:
It was reported that the customer had to perform the fill tubing process multiple times after completing the load. Reportedly, the customer performed the load fill tubing process again and insulin delivery was resumed. Customer's blood glucose was 170 mg/dl.